Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The root cause of the battery alarms was due to gradual depletion of the batteries which were not routinely charged. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella controller (aic) battery failure during operation. There was no reported patient harm.